Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the vertical lift column was not functioning. No pt injury was reported.